Event description:
It was reported by the customer that a surgeon is performing a lens exchange on a patient, where the original lens was implanted by another surgeon. Additional information suggests the lens was explanted. No further information is available.

Manufacturer narrative:
Section b3: date of event: unknown. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: section h6: adverse event problem: upon further review, health effect - clinical code was updated where 4582 was removed and replaced with 1845. Additional information: the product was returned to the manufacturing site for evaluation. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: june 19, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that he lens was received cut in two pieces, coated in viscoelastic residue, and with a haptic detached. The lens was cleaned and inspected revealing scratches on one lens piece, and the detached haptic was observed to be chipped. The complaint issues reported were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.